Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the programming wand was not communicating with pts' vns therapy systems. A replacement wand was sent. Attempts to have original programming wand returned have been unsuccessful.